Event description:
A malfunction was reported with a pump. There was no adverse impact on the customer's blood glucose level due to the malfunction. To address the issue, the faulty pump was set to be replaced.